Event description:
Customer initially reports tip broke. (B)(6) 2014, customer reports the device was broken during tooth elevation sometime in april. Doctor uses preventative measures, so part was not swallowed. Part was easily removed, no harm done.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.